Event description:
It was reported by the customer that their insulin pump keypad was unresponsive and the display screen is frozen. Customer stated they removed the batteries from the device and after reinserting, received a battery out limit alarm. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 85 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, operating currents, self test and off no power test. No blank display noted. No moisture damage found inside the device. The unit was received with intermittent button response due to corroded keypad traces. No button error alarm. The device was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.